Manufacturer narrative:
Manufactures investigation conclusion: incidental findings: evaluation of the submitted log file revealed an additional no external power event due to a double power cable disconnect leading to a separate system stop after depletion of the system controller's backup battery, and a clock reset upon restoration of power to the system. The log file also recorded low flow alarms during patient support between the no external power events. Evaluation of the patient¿s submitted log files confirmed full depletion of the patient¿s backup battery, resulting in pump stoppages for an undetermined amount of time. The controller event log file contained approximately 15 hours of data on (B)(6) 2020. The log file recorded a no external power alarm on (B)(6) 2020 at 20:45:03 when both power cables were disconnected from external power. External power was not restored to the system controller and the system operated as intended on the backup battery until the pump stopped due to full depletion of the backup battery at 22:47:04. The log file recorded the default timestamp of 01jan2000 at 00:00:00 when the patient was reconnected to their mobile power unit (mpu), indicating that there was a total loss of power to the system. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. The pump regained speed for a short period of time after being reconnected to power until the log file recorded another no external power event which appeared to be due to loss of ac power from the mpu. The pump remained above the low speed limit for a short period of time until the log file recorded further pump off alarms and another default timestamp of 01jan2000 at 00:00:00 when the patient was reconnected to the mpu, indicating there was another total loss of power to the system. The duration of this pump stop could not be conclusively determined through this evaluation. The account reported that the patient accidentally unplugged their equipment and was unable to reconnect. The patient was reportedly found expired on (B)(6)2020 with their mpu unplugged from the wall. The pump was reportedly not explanted and was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 12dec2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The referenced of the patient's mpu issue was reported under MFR# 2916596-2020-06558.

Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information reported that the patient was found at home lying in his bed by a family member and was attached to the mobile power unit (mpu) at the time he was found which was not plugged into the wall. According to the family member that found the patient; there were alarms prior to the patient passing away, the patient¿s spouse went in to investigate and was told by the patient that everything in control. During the analysis of the log file there was a no external power alarm and it looks like the ebb was run down to where it would not run the pump. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. Per information provided, the patient accidently unplugged the equipment and was unable to get it back together. The device operated as expected. No further information was provided.